Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. No missing o-ring reservoir tube noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was taped for damage. Customer cannot recall the blood glucose reading. Troubleshooting was performed. Customer stated the damage was located on the reservoir tip. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump will be returning for analysis.